Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 375cc on the left side and with mentor smooth round moderate plus profile 475cc on the right side and suffered from generalized illness symptoms and bilateral cutaneous contour deformity. The patient suffered from feeling chest burning sensation, pain, effected hormones, receding hair line, eyelashes falling out. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the right breast implant.